Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level (value not provide) and a subsequent seizure, and loss of consciousness. Reportedly, customer over corrected for a prior bg level. Customer required assistance from emergency medical services to address bg via dextrose. The customer was instructed to consult with healthcare provider regarding bg level.